Event description:
It was reported that the water does not get cold in arctic sun device. Per follow up information received via email on 10jun2024, repairs will be performed at the customer's site. The symptom of water not getting cold has been confirmed and repairs will be carried out after confirming the customer's intention to repair. The mixing pump assembly is scheduled to be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. It was noted that the water temperature of t4 was around 4 to 6 degree celsius. When set the temperature as 4 degree celsius, the water temperature of t1 was not cool down. The mixing pump was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: e. Complaint re-opened to update UDI information with all available information per gudid the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. It was noted that the water temperature of t4 was around 4~6 degree celsius. When set the temperature as 4 degree celsius, the water temperature of t1 was not cool down. The mixing pump was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water does not get cold in arctic sun device. Per follow up information received via email on 10jun2024, repairs will be performed at the customer's site. The symptom of water not getting cold has been confirmed and repairs will be carried out after confirming the customer's intention to repair. The mixing pump assembly is scheduled to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water does not get cold in arctic sun device. Per follow up information received via email on 10jun2024, repairs will be performed at the customer's site. The symptom of water not getting cold has been confirmed and repairs will be carried out after confirming the customer's intention to repair. The mixing pump assembly is scheduled to be replaced.